Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 30s mg/dl. Reportedly, customer loss consciousness due to low bg and subsequently went to the emergency room. Customer reported being released from the ER one day later; tandem technical support attempted to obtain further information, but customer declined to complete troubleshooting troubleshooting and no additional information was provided.